Event description:
It was reported that the lead had varying impedance, high impedance, noise/oversensing, and possible fracture. Also reported was that the lead was "visibly poking from within the pocket." A new rv lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data collected from the ICD device indicates the rv pace impedance measurement has been variable throughout the record ending 25 aug 2009. The min value ranged from 424 - 1200 ohms and the max value ranged from 560 - 1568 ohms. The lifetime ventricular sensing integrity counter is 1193 and all counts occurred since 28 may 2008. A high value of this count can indicate a possible intermittency in the system.